Manufacturer narrative:
Investigation . X-review DHR x-inspect returned samples. *analysis and findings e-complaint (B)(4). Manufacturing record review. (B)(6) was reviewed and no anomalies were observed. (Wo (B)(4), probe 1 mfg ID 88, probe 2 mfg ID 114). Probe 3 not reviewed. Incoming inspection review not applicable. Service history record not applicable. Historical complaint review alert 176 is the highest reported symptom code. Alert 117 is the second highest. *mara complaint trending, feb 2023. Product receipt date at aegea site for investigation: february 20, 2023. Functional evaluation. Method: probe connected to inspection station equivalent to the handle sub-assembly final inspection workstation (cartridge conduit adapter (tl0264) connected to the fiso iqc hardware (tl0185) and fiso iqc software (tl0186)) to read and record the probe's eeprom data. In order to conduct simulated use with a console, the eeprom is reset and the used syringe replaced with one without corroded check valves. The vapor probe is connected to console (dv10) and simulated use is attempted. Reported issue confirmed: alert 176. *correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time.

Event description:
Incident details surrounding event reported on incoming e-complaint (B)(4) : "attempted mara case in or , took 3 probes for 1 patient and was unable to complete. Got error codes 117, 176, 189. Doctor was frustrated and wheeled in minverva ablation system to complete the case. ".

Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event reported on incoming e-complaint (B)(4). "Attempted mara case in or , took 3 probes for 1 patient and was unable to complete. Got error codes 117, 176, 189. Doctor was frustrated and wheeled in minverva ablation system to complete the case. "